Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr replaced the gde (gas delivery engine). The fsr performed calibrations and the device is working to manufacturer specifications. The suspect gde was returned to carefusion's factory service department and will be evaluated. Upon evaluation of the suspect component, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, it alarmed circuit occlusion and fails est (extended self-test). The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was able to duplicate the reported issue. The root cause of the reported issue was due to the expiatory pressure transducer output not responsive to changes in pressure and could not calibrate. This has been identified to be related to a current field corrective action.